Manufacturer narrative:
1. DHR/bhr review: (1) the packaging batch number of the complained product is 2355583, is 24g and product code is 383714, assembled in the suzhou plant, then packaged and sterilized in the tuas plant in singapore; the related assembly batch number of the product is 2263476, were assembled in 2022/10, the batch of products totaling (B)(4) pieces; (2) inspection process and delivery test report, test results meet product standards, no abnormalities; (3)check the production record of the batch of products, no conformance, deviation or rework activities in the process of the batch of products; 2.the customer did not return samples and photos, and the defect status cannot be confirmed. 3. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1; 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, due to the customer did not return any samples or photos, the root cause of the complaint defect cannot be determined. The factory will continue to monitor the trend of this defect complaint.

Event description:
No additional information provided.

Event description:
It was reported that bd pegasus yel 24ga x 0.75in qsyte cap y leaked 9629972 pegasus yel 24ga x 0.75in qsyte cap y-383714 leakage at diaphragm becton, dickinson and company after use, the heparin cap does not spring back resulting in fluid leakage.

Manufacturer narrative:
H.3. If a device evaluation and or device history review is completed, a supplemental report will be filed.